Event description:
It was reported via repair work order that the bed lifts were elevated and would not lower due to malfunction lift couplers. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.